Event description:
It was reported that cartridge did not fully snap into pump. There was no reported impact to the customer¿s blood glucose level. Customer inspected pump and cartridge with guidance from technical support, removed stray o-ring from pneumatic tap area, cleaned area, and successfully reloaded cartridge, and then chose to resume insulin on own.